Event description:
It was reported that the user experienced a scan error when attempting to start a freestyle libre 3 plus sensor in the paired app, despite confirming the sensor model and reinstalling the app, rescanning multiple times, and power cycling the phone as instructed. Symptoms included no adverse clinical effects. Outcomes included no impact to health or need for medical attention. Investigation included remote troubleshooting and education regarding app restart, device restart, and rescanning procedures. Investigation of this case revealed an unresolved initiation failure consistent with a software or connectivity issue during sensor start, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device communication inconsistency that could not be replicated during remote support.